Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their display intermittently goes blank. No further details about the issue were reported. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device was repeatedly resetting itself, which can present as an intermittent blank display, so the reported issue was duplicated. Physio replaced the device's system controller pcb assembly. After completing other unrelated unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit, designator u25.

Event description:
The customer contacted physio-control to report that their display intermittently goes blank. No further details about the issue were reported. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported issue.